Event description:
It was reported that 12 sharps coll side entry 5.4qt pearl 12/pk experienced difficult assembly with the lid not fitting on the collector. The following information was provided by the initial reporter: material no. 305425. Batch no. 9026910. Per customer, containers do not fit. Lids are different than containers.

Manufacturer narrative:
The actual product was returned, and photo representation was provided. A review of the DHR showed there were no issues reported like incorrect lids during the manufacturing process. A review of the nonconformance material reports was performed and the result showed there were no issues reported for the same part number throughout the last twelve months. According to the evidence provided, the issue seems to be related to an incorrect subassembly (box of lids) supplied, which is a manufacturing issue. In conclusion, a corrective action was not determined necessary at this time because of the low probability and the root cause was unconfirmed, but a quality alert has been posted within the manufacturing process for this issue. The issue will continue to be evaluated and monitored by bd for any trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 12 sharps coll side entry 5.4qt pearl 12/pk experienced difficult assembly with the lid not fitting on the collector. The following information was provided by the initial reporter: material no. 305425, batch no. 9026910. Per customer, containers do not fit. Lids are different than containers.